Manufacturer narrative:
Correction information was provided in h.6. (FDA product problem code a0502 has been removed). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during cataract surgery with intraocular lens (iol) implantation, iol was stuck in the cartridge and the haptic element was pinched in the cartridge by plunger and torn off. Additional information has been requested.